Event description:
It was reported that a relatively new battery burned and melted in the battery charger. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and no failure was found. The device has experienced normal wear. The device did not require repair and was returned to the customer unrepaired on (B)(4) 2013. Placeholder.